Event description:
I lost my teeth. I have used fixodent for many years. While using fixodent, I began having numbness and tingling in my extremities. I have been diagnosed with neuropathy. Blood tests recently taken have revealed that I have high levels of zinc and low levels of copper in my blood. My neuropathy is permanent and requires continued medical care and treatment. I am now having to use wheelchair. Dose or amount: denture cream. Frequency: 6-10 times daily. Route: oral. Dates of use: 1970 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.